Event description:
It was reported that guidewire detachment occurred. A v-14 control wire guidewire was selected for use and during the procedure the guidewire broke 3cm from the proximal end. The guidewire was carefully removed without leaving any detached pieces within the patient. The procedure was completed with another manufacturer's guidewire. No patient complications were reported. It was further reported that the target lesion was located in the anterior tibial vessel. The device was not completely removed from the patient's body. The outer part/sheath/coating of the tip of the wire was stuck in the posterior tibial and was not removable.

Event description:
It was reported that guidewire detachment occurred. A v-14 control wire guidewire was selected for us and during the procedure the guidewire broke 3cm from the proximal end. The guidewire was carefully removed without leaving any detached pieces within the patient. The procedure was completed with another manufacture's guidewire. No patient complications were reported.